Event description:
It was reported that during a partial gastrectomy procedure the device functioned as intended, and the staple line was intact. Nine days postoperatively the pt developed an anastomosis leak and bowel perforation. An add'l procedure was required. There were no add'l pt consequences.